Event description:
Dealer states the joystick gimble is malfunctioning on the chair. Attempts were made to inquired about additional information; however, no further information has been provided. There is no information that the end user was harmed. It is likely the incident is due to a malfunction of the joystick and therefore, is being reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 2gsrxbr, serial number/date (B)(4) is approximately 12 years old. The owner's manual part number 1143151, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to this reporter however no further information has been reported. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. If any further information is received on this incident, a supplemental report will be filed.